Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they woke up in the morning and their blood glucose was high. Customer wanted to give themselves insulin and the device screen was blank. Battery was replaced and the screen remained with a blank display. Customer's blood glucose level was greater than 320 mg/dl. Troubleshooting for the blank display on the screen was performed. Customer advised they are disconnected from the pump and are receiving manual shots. Customer was advised that a replacement device would be sent.